Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced with a higher diopter lens of the same model, due to an unexpected post operative refraction. Patient's visual acuity is good.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after a implant duration of approximately 0.4 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.